Event description:
Reporter stated the display of the infusion device is defective. No adverse event was reported. Customer reported the alleged product will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.